Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d4, g3, g6, h2, h6, and h10. Complaint conclusion: as reported, the "collagen" of a 5f mynx control vascular closure device (vcd) was exposed and began swelling prior to entering the body. There were no reports of patient injury. The device could not be used and therefore, the device never entered the body. The mynx device was intended to be used in a diagnostic procedure. The user was certified in the use of the mynx control device. Hemostasis was achieved via manual compression. It is possible that the sealant was exposed to bodily fluids. The device was removed from the package on the table. The product was not returned for analysis. A product history record (phr) review of lot f2223503 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿deployment difficulty-premature¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural and handling factors may have contributed to the reported event. It should be noted that the mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with (B)(4) side slit overlapping sleeves. Please note that the slits in the sealant sleeve assembly are not a product defect. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected by the sealant sleeve assembly from being exposed prematurely. If the sealant sleeve is damaged/kinked during the device insertion into sheath, that could cause the sealant exposed/swelled, and/or obstruct the device path and prevent the device from being inserted into the procedure sheath. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if it is damaged. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the "collagen" of a 5f mynx control vascular closure device (vcd) was exposed and began swelling prior to entering the body. There were no reports of patient injury. The device could not be used and therefore, the device never entered the body. The mynx device was intended to be used in a diagnostic procedure. The user was certified in the use of the mynx control device. Hemostasis was achieved via manual compression. It is possible that the sealant was exposed to bodily fluids. The device was removed from the package on the table. The device was discarded will not be returned for evaluation.